Manufacturer narrative:
The associated device was returned and evaluated. Visual inspection of the device confirms that the impactor body has fractured. A review of the manufacturing records for the provided batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, the impactor split. A replacement impactor was available to complete the surgery. There was no delay during the operation, and no patient injury. No broken pieces fell into the patient's wound.